Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 7fr ik sheath, dilator, and packaging were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. The dilator tip is deformed. The sheath is separated 2cm from the sheath hub. There are scratches along the sheath body. The sheath is kinked along the sheath body. One 7fr sheath, dilator, and packaging were returned for assessment and the sheath is separated. The dilator tip is also deformed. The complaint can be confirmed for a sheath breakage. The exact root cause cannot be determined. The likely cause is the sheath encountered resistance during removal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: system director, supply chain operations the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the patient was scheduled to have an ablation procedure, a 7fr terumo sheath was inserted in right femoral vein however on removal for a standard exchange of the sheath it fractured in the patient. The large portion of sheath that was fractured in the patient was later removed that day by the doctor from vascular surgery, the sheath was placed in a sterile cup. The estimated blood loss was less than 250cc. Additional information was received on 12nov2025: there was tortuosity experienced when the sheath break occurred during removal. The patient was not in spasm when the break occurred. There was some resistance experienced during sheath removal from the patient. The intended ablation procedure was able to be completed for the patient on (B)(6) 2025. The patient condition was stable, however transferred to the intensive care unit (ICU) and then to the operating room (or) to vascular surgery for a cut down procedure to retrieve retained portion of the sheath.